Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in the hospital after receiving inappropriate antitachycardia pacing and hv therapies for supraventricular tachycardia with several premature ventricular contractions. The device was reprogrammed. The patient condition is well.